Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that recurrent downstream occlusions were noticed over the past several months. There was no reported patient involvement.

Manufacturer narrative:
D9: device received on 9/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the primary cause of the problem was the defective dso sensor. The dso sensor and seal were replaced to fix the issue.